Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the wire at the end of the jaw on the vasoview hemopro 2 endoscopic vessel harvesting system became dislodged. A new kit was used to complete the procedure. There were no pt effects. The product is returned.

Manufacturer narrative:
Investigation: a visual inspection revealed that the jaws were bloody, and had tissue remnants. The heater was detached from the cold jaw silicon slot and was somewhat bent. Based upon the visual observations, the reported complaint for "heater detached" was confirmed. (B)(4).